Event description:
The manufacturer received information alleging a ventilator was alarming for a low circuit leak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had evidence of a foreign material in the flow sensor. The contamination found was from an external source. The flow sensor was replaced to address the issue.